Event description:
Patient experienced pain in joint took x-ray and found loose piece. One leg of unla cap broken off, screw protector broken off and screw backed out. Surgeon removed cap and left it un-linked. Elbow looks stable without cap.

Manufacturer narrative:
Due to the lack of information provided and the fact that the device was not returned for evaluation a definitive rood cause cannot be determined for this issue. This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
Formerly, we reported that the device was not returned for this complaint. Since the previous report the device was returned and an evaluation of that device was performed. The device was found to be in the condition as previously described, one leg of the ulna cap was broken off, screw protector was broken off and screw backed out. It is believed that this issue can be attributed to fatigue. Analysis revealed the ulnar screw backed out of the ulnar cap causing the ulnar cap's tab to break leaving the cap loose. With the ulnar cap unsecured, the cap legs sustained repeated stress causing the legs to fracture due to fatigue. This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.